Manufacturer narrative:
Evaluation confirmed that the ceramic beak shows char and a small piece is broken off the ceramic tip. The instrument has a date code of hc ((B)(6) 2007) and it has been in use for approximately 9+ years. Also, the beak is white in color; the date code on this one is hc ((B)(6) 2007); we changed from white beaks to gray on ad ((B)(6) 2006); so it does appear that this has been 3rd partied. So a combination of firing inside sheath, wear of long use, and 3rd party repair are possible causes for breakage.

Event description:
Allegedly, during a cysto procedure the doctor noted that a small piece of ceramic beak broke off the distal end of the instrument and fell into the patient. The doctor immediately removed the broken piece and the procedure was completed with no delay. The hospital reported that there was no injury to the patient.